Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Journal article: combined ultrasonic aspiration and saline-linked radiofrequency precoagulation: a step toward bloodless liver resection without the need of liver inflow occlusion: analysis of 313 consecutive patients 313 patients underwent a liver resection. There were 2 postoperative deaths (0.6%) and 84 (26.8%) patients reported to experience adverse events. Complications: 119 complications in 84 patients (26.8%) 21 patients (6.7%) had major complications, grade 3 and 4 pleural effusion: major (23), minor (25) bile leak: major (9), minor (7) wound infection: major (27), minor (12) intraabdominal hemorrhage: major (2), minor (2) dvt: major (4), minor (3) intraabdominal collection: major (8), minor (6) transient hepatic failure: major (6) thirty-day mortality: major (1), minor (1) mortality: 0.63% (2 deaths post-operatively) pe caused by dvt, liver failure all adverse events grouped into one event due to the lack of unique patient identifying information. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.